Manufacturer narrative:
Health effect: clinical code: (B)(4). Health effect: impact codes: (B)(4). The events of seroma, wound dehiscence, hemorrhage, necrosis, abscess, infection (unknown onset), and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Allergan has received no response from the authors. Reason for reoperation: seroma, wound dehiscence, hemorrhage, necrosis, abscess, infection (unknown onset), and delayed healing. Article citation: schüler, katharina, et al. ¿postoperative complications in breast reconstruction with porcine acellular dermis and polypropylene meshes in subpectoral implant placement.¿ in vivo, vol. 35, no. 5, 2021, pp. 2739¿46. Crossref, doi:10.21873/invivo.12558. Clarification to implant date: between november 2010 and june 2015.

Event description:
Through article journal "postoperative complications in breast reconstruction with porcine acellular dermis and polypropylene meshes in subpectoral implant placement," noted 22 patient experienced seroma, 12 developed hematoma, 11 with wound infection, 10 experienced suture dehiscence, 8 with wound healing disorder, 5 with secondary hemorrhage, 5 with skin necrosis and 2 developed abscesses. In additional, 27 had to be explanted and 15 had revision surgery with 19 implants were loss due to reconstructive failure (9 primary reconstructions and 10 secondary reconstructions).